Manufacturer narrative:
Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was noted that the set was returned with the platelet bag, inlet needle and sample bag, and the ac spike were removed and sealed off. Visual inspection revealed air bubbles circulating within the return pump header. Two air bubbles measuring at 1 mm were noted in the ac line. Half an inch of air is observed in the return line tubing exiting the bond to cassette. The reservoir approximately 80% full of blood and has bubbles at the top. Gravity was used to manipulate fluid throughout the set and no obstruction issues were noted. All clamps were checked and were functional. No bond gaps were noted on the set. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and other reports were found for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a trima device, one air bubble was observed in the needle line, approximately 1/4 inch in size. Per the customer, no air was transfused to the donor. All leur connections were tight and there was no clotting in the channel or in the return reservoir. They said the blood diversion pouch was not inflated with air, there were no alarms, the donor was connected prior to ac prime, and there was no air being drawn in through the ac line or filter. The patient was reported as stable with no medical intervention reported. Customer declined to provide patient identification.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was noted that the set was returned with the platelet bag, inlet needle and sample bag, and the ac spike were removed and sealed off. Visual inspection revealed air bubbles circulating within the return pump header. Two air bubbles measuring at 1 mm were noted in the ac line. Half an inch of air is observed in the return line tubing exiting the bond to cassette. The reservoir approximately 80% full of blood and has bubbles at the top. Gravity was used to manipulate fluid throughout the set and no obstruction issues were noted. All clamps were checked and were functional. No bond gaps were noted on the set. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A disposable complaint history search was performed for this lot and found 9 reports for similar issues on this lot. See mdrs: 1722028-2024-00279, 1722028-2024-00275, 1722028-2024-00271, 1722028-2024-00230, 1722028-2024-00209, 1722028-2024-00291, 1722028-2024-00292, 1722028-2024-00293, 1722028-2024-00294. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: - incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. - incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during a procedure on a trima device, one air bubble was observed in the needle line, approximately 1/4 inch in size. Per the customer, no air was transfused to the donor. All leur connections were tight and there was no clotting in the channel or in the return reservoir. They said the blood diversion pouch was not inflated with air, there were no alarms, the donor was connected prior to ac prime, and there was no air being drawn in through the ac line or filter. The patient was reported as stable with no medical intervention reported. Customer declined to provide patient identification.